Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that during a patient event, medical personnel pressed the sync button and the device became unresponsive. Medical personnel were able to power the device off and then back on again and the device worked properly. The customer stated that there was a delay of a few seconds however there were no adverse effects to the patient due to the reported issue. No further details about the patient or the event were provided. Physio-control has made multiple attempts to contact the customer in order to obtain additional information on the patient; however, no response has been received.

Manufacturer narrative:
Physio-control provided the customer with technical assistance. The customer a biomedical engineer, evaluated their device and was unable to duplicate the reported issue. Proper device operation was observed through functional and performance testing. The device will be returned to use. The device was not returned to physio-control for evaluation. The cause of the reported issue could not be conclusively determined.